Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported "ruptured of unknown side". Healthcare professional later confirmed "no complaint against the device". Healthcare professional later reported "rupture". This record is for the right side. The device has been discarded and explanted.